Event description:
Caller reported a malfunction alarm on the pump, identified by code malf 6, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the caller in completing the reset, after which the malfunction did not recur. Customer was advised to continue using the pump and to report any future issues, which they acknowledged and understood.